Manufacturer narrative:
The investigation was started. An follow-up report will be send as soon as the investigation is closed.

Event description:
It was reported that the ventilator started making loud vibrating shaking sounds and was rattling at the inspiratory limb where it connects to the valve. The device did not deliver breaths appropriately and a jagged wave form was on the screen. The ventilator was changed. There was a potential for harm event. There was no injury to said patient.

Manufacturer narrative:
Logfiles were requested but not provided, consequently the investigation is based on the description of the event. The described vibrating shaking sounds and the rattling were noticed at the inspiratory limb, where it connects to the valve. Additionally the user provided the information that the water trap was half full, what indicates that an active humidification was used. It is assumed that the noise developed from too much water respectively humidity in the hose system. In this case the free flow of breathing gas is not ensured which can possibly result in pressure variations. In case the upper pressure limit was reached in the system, the pressure relief valve was activated. This is an additional possibility for the root cause of the noticed sounds. According to the instructions for use the user has to ventilate the patient by using an independent ventilation device if a fault is detected in the medical device as its life-support functions may no longer be assured. In case the device detects a deviation within the device function, an alarm is generated in order to inform the user about the given situation. No indication for a device malfunction was found in this case.

Event description:
Please refer to the initial report.